Event description:
Technician alleged that the bed will not stay in trendelenburg when weight is applied. No pt impact.

Manufacturer narrative:
The technician replaced both trendelenburg gas springs to resolve the issue.